Event description:
On 6/20/2024, it was reported by a sales representative via (B)(4) that an ar-8305 synergy resection shaver console had water inside. The device was switched out. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual evaluation: no physical problems were apparent during the visual evaluation. Functional evaluation: device ar-8305, ead220241 was subjected to functional testing per (B)(4) using a known good test handpiece. All functional criteria were met. Each port was tested using an appropriate known good test device. No functional issues were observed. The voltages were checked on the handpiece and footswitch circuits using a multimeter and were found to be within normal values. An endoscope was used to visually inspect the hand switch board and the foot switch board. Evidence of moisture intrusion in the form of dried residue was observed on the surface of the handpiece board. The reported event of "an ar-8305 synergy resection shaver console had water inside" was confirmed. This evaluation determined that the reported event most likely occurred due to use error.